Event description:
It was reported that approximately 5 minutes into the above knee amputation procedure, the device¿s pull handle became stuck and would not open. The knife blade was not extended nor protruded. Another device was then used successfully with the same generator to complete the operation. It was noted that the issue happened outside the patient. No cleaning of the device was done as it happened 5 minutes into the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.